Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was moved due to unknown reason. This device was revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received which indicates that they just moved the device, and a pouch was implanted. This observation no longer meets the definition of malfunction as it was confirmed that there was no allegation against this device. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker was moved due to unknown reason. This device was revised and remains in service. No additional adverse patient effects were reported. Additional information was received indicating that they just moved the device, and a pouch was implanted. No revision was made. No adverse patient effects were reported.